Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer reported that patient saw the message power on reset (por) when using the programmer yesterday. It was noted that patient was in the clinic yesterday and rep did not see the por today. It was reviewed that the clinic must have cleared it yesterday because the rep has not seen the message today. There was none symptom reported. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the por was not determined. However, it was noted that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.